Event description:
It was reported that a patient presented to the emergency department after experiencing discomfort due to inappropriate shocks by their implantable cardioverter defibrillator (ICD). Upon interrogation, it was noted that the inappropriate shocks were a result of oversensing of noise on the patient's right ventricular lead. Intervention was planned, but none was reported. The patient was recovering.

Event description:
New information notes that the patient's right ventricular lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.